Event description:
The account stated with the pt positioning monitor (ppm) set in exiting mode, he can move to an egress point on the bed and the ppm will not alarm.

Manufacturer narrative:
The account has ordered new ppm sensors but repairs have not been completed.